Event description:
The advocate stated the customer's blood glucose was tested and he received a reading of 246 mg/dl using one of his contour meters. The customer was given insulin before eating breakfast. After breakfast, the customer received another glucose reading of 110 mg/dl. The customer then went to the school, where he passed out sometime later. The customer's glucose was tested at that time and the reading was 32 mg/dl. It's not known if the reading was taken using the customer's meter or the school's meter. The customer was treated with glucose. Troubleshooting was not possible since the customer did not have control solution. Control solution was sent to the customer. No product will be returned at this time.